Event description:
Customer reported issues with the insulin pump. Customer states that there is a blank display. The blood glucose reading is 123 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a blank display due to a missing battery tube spring. The displacement test could not be performed due to the blank display. The insulin pump was received with a corroded battery tube, a broken reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window, cracked reservoir tube and a cracked belt clip slot.